Manufacturer narrative:
(B)(4). The batch review 3678949 showed that the devices were conformed to in process and finished goods specifications when released to stock the 14 mar. 2013. Expiration date: 2016-02 (according to retained labels). No nc was opened. Evaluation statement : the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported the sutures in a lupine br anchor with dual suture orthocord broke after insertion in a shoulder procedure. He stated the surgeon had successfully inserted the anchor and was testing the strength of the sutures when he felt a click and the sutures pulled out. He stated he believed it was possible the eyelet broke and the sutures pulled out. The surgeon kept the anchor contained within the bone, drilled a new hole and complete the procedure with another anchor. There were no patient consequences and a 10 minute delay. There are no devices to come back for evaluation as the anchor was kept in the bone in the patient. The sales rep stated it was a (B)(6) male with hard bone quality. No further details were available.